Manufacturer narrative:
The device remains in service pending a replacement procedure. This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented for a device follow-up. Interrogation revealed the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient reported hearing beep tones from the device since july. Lead measurements were all within normal range. The patient was sent for a replacement procedure, but was waiting for prior authorization to be received before the procedure could be performed. No adverse patient effects were reported.